Event description:
It was reported that during a routine device follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 16%. The remaining longevity was 65% in march 2020. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting faster than expected and recommended device replacement for within 56 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The device remains implanted. This report will be updated when additional information is received. This report will be updated after the device is returned and analyzed.

Manufacturer narrative:
The device remains implanted. This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 16%. The remaining longevity was 65% in march 2020. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting faster than expected and recommended device replacement for within 56 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
The device remains implanted. This report will be updated when additional information is received. This report will be updated after the device is returned and analyzed. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine device follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 16%. The remaining longevity was 65% in march 2020. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting faster than expected and recommended device replacement for within 56 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.